Event description:
It was reported that the device was explanted due to intermittent short interval/oversensing. Detection due to noise on vtip-ring and aborted therapy. Noise was reproducible. No patient complications have been reported as a result of this event.